Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2013 with blood glucose below 20 mg/dl. The caller reported that the customer passed away on (B)(6) 2014, in a hospital. The cause of death was heart failure. The caller stated that the customer had kidney disease and heart disease. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected approximately one and a half years prior to passing. The caller stated that the insulin pump had been disconnected due to illness; the customer was mentally incompetent. The customer did not use sensors. The caller stated that the whereabouts of the insulin pump are unknown therefore cannot be returned for analysis. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.